Event description:
Device issue: failure to advance. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after an interventional procedure. Reportedly, during device insertion, resistance was encountered advancing the device into the artery due to calcification. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this did not produce any findings relevant to this report.